Event description:
It was reported by an attorney that a patient underwent an obturator sling procedure on (B)(6) 2012. The patient was seen by the physician in (B)(6)/2013 and it was noted that the stress incontinence had improved but that the patient was having problems with detrusor symptoms. In (B)(6)/2013, it was determined by the physician that the patient should have botox injections in an attempt to deal with her continuing problems. The patient continues to suffer loss, injury and damage. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, utis; erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4).